Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that the cause of the impedance <(><<)>50 ohms was not determined. They had to test post operatively and had same results. Doctor took off and reattached lead and implant and still got impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was that the impedance shows c1 and c3 were less than 50 ohms but electrode 1/3 was normal. They further stated that the ins was inside the pocket and had good skin contact. It was reviewed not to use c1 and c3. No symptoms were reported. No further complications were noted or anticipated.